Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had created plans for an upcoming case and the system unexpectedly exited. When a manufacturer representative turned the system back on, the patient was not present in the patient list. The representative had to re-import the exams and make the plans over again. There was no patient present when this issue was identified.